Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 29 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 9611594-2024-00145 for the second report , it was reported, tube split toward the end as it was being pulled out. The patient vomited out the tube. The mother examined the tube noticed it had a break in it. The mother carefully removed the tube however after removal, it broke into two pieces. The tube had been in placed for 21 days. Per additional information received on 16jul2024, the patient has episodes of vomiting and when he had an episode, he vomited up the tube. Approximately four inches of the tube was protruding from the patient¿s mouth. The tube was removed by the mother. She noted that the tube was barely holding together when she was pulling it from the patient¿s nose. She told the nurse that when she placed the tube in the sink it "fell apart". The nurse verified the damage to the tube during her follow up visit. The tube had been in place for 25 days. There was never any issue with the tube until this incident. The tube has never clogged or been sluggish. The mother/nurse uses 12ml/60ml syringes. The patient has issues with vomiting if medication is pushed too fast. Therefore, everything is done very slowly with minimal pressure to prevent the patient from vomiting. The feeding is on a pump at 20ml/hr continuous and set at the lowest pressure alarm and has never alarmed or occluded. The patient is unharmed at this time. He will be receiving a gastronomy tube next week.

Manufacturer narrative:
Additional information: d4, h4, h6. The device history record for lot 30303743 was reviewed and the product was produced according to product specifications. All information reasonably known as of 11 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.